Event description:
Customer reported device = 492 mg/dl after falling asleep and forgetting to take their medication. Customer called the nurse's hotline and they advised pt to go to the hospital. Spouse drove pt to the emergency room (ER). ER device = 103 mg/dl. Hospital tested thier blood pressure and weight. No treatment was received. Controls were in range. A request was made for return product and replacement product sent.